Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy during uncontrolled atrial fibrillation (af). The wavelet sis not try to withhold therapy due to match scores in the low 30%-50% range. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.